Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Patient underwent procedure for a femoral fistula. After implantation, the graft had a strong weeping. The graft was explanted.